Event description:
It was reported the 512b was used during a laparoscopic nissen fundoplication. It was reported the device was leaking and there was a tear in the seal. A new 512b was opened and the same thing happened. A third 512b was opened to complete the case. There was no consequence to the patient.